Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim: patient is getting lipid nutrition via peripherally inserted central catheter (PICC) line, and lines were changed on day shift. Throughout the night, the pump would intermittently alarm occluded. Eventually found the lipid filter tubing was clogged and not fully running the lipids properly which could cause patient to not get the correct nutrition ordered. Background: patient requires IV nutrition via her PICC line due to diagnosis.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 25 mar, 2024. Medwatch report # (B)(4).h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the tubing filter would occlude. Samples arrived under (B)(4). Four samples 20127e of lot 23099461 were returned under (B)(4). The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The received sets contained lipid solution. The sets were then primed by gravity with a 85% glycerin and 15% water solution. The sets all primed without issues, and no other failures were able to be found. The complaint of occlusion was not verified. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20127e lot number 23099461 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.